Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that a patient faced 8 similar events of kinked cannula issue, occured within three hours of insertion, after being used for a few hours, on (B)(6) 2024. Patient replaced the infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13895 - device 8 of 8.